Manufacturer narrative:
The device was not returned for analysis. An event of arrhythmia was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, a cause for the reported arrhythmia could not be conclusively determined. The reported unexpected medical intervention and surgery were the results of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 27mm navitor vision valve (serial: (B)(6) was chosen for implantation utilizing a large flexnav delivery system. When attempting to insert the flexnav, it could not be advanced past the iliacs. The guidewire also lost access across the aortic valve. The flexnav was removed and the guidewire was placed across the valve again and the access site was enlarged. The flexnav had visible damage due to the advancement failure so a replacement flexnav and replacement 27mm navitor vision (serial: (B)(6) was implanted at a depth of 4mm at both cusps. Conduction disturbance occurred and the patient left the operating room with a temporary pacemaker. The next day (B)(6) 2025, the patient experienced a conduction disturbance and received a permanent pacemaker.